Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat atlantoaxial subluxation. It was reported that the guidewire was broken during use. All of the fragments were removed successfully. No patient complications were reported.